Manufacturer narrative:
The device will not returned for evaluation; however, the lot number was provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during advancement of an azur embolization coil in the microcatheter, resistance was encountered. An attempt was made to remove the coil; however, the coil became stuck and detached in the microcatheter. The coil was successfully withdrawn in its entirety together with the microcatheter. There was no reported patient injury.